Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
The plaintiff (B)(6). Suffers from sickle cell anemia and has sought treatment for this condition from (B)(6) hospital over the past 20 years. Treatment for her condition required the placement and insertion of several angio dynamics products. The plaintiff's medical records record that on (B)(6) 2023 a central venous access device with subcutaneous port was inserted into the plaintiff. On (B)(6) 2023, the plaintiff reported to (B)(6) hospital in (B)(6) where she underwent a port removal and replacement with an angio dynamics vortex lp port in her left chest. This port was identified in the records as "upn: h787lvtx52130, ref: lvtx5213, lot: 5702923, exp: 2026-10-31". On (B)(6) 2023, plaintiff reported to (B)(6) hospital in (B)(6) where dr. (B)(6) noted "sepsis on admission with fever leukocytosis and tachycardia with klebsiella bacteremia. Suspect source as possible port infection. On or about on (B)(6) 2023, plaintiff underwent removal and replacement of the angio dynamics smartport dual lumen vortex port.